Manufacturer narrative:
Device was used for treatment, not diagnosis. Upon further evaluation, it was determined that the problem description is relevant to a current problem. This issue has been captured in a CAPA. The investigation has been updated. Device evaluation updated: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it as determined that the burr lock assembly was damaged, and it would not secure/lock a cutter device. The burr lock assembly was disassembled, and the stainless-steel springs that allow the locking tabs to move in and out were severely rusted and crumbled causing the burr lock to not function. Reliability engineering determined that this was due to incorrect spring material. This issue has been escalated to a CAPA. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition that the device was heating up was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device secured the cutters intermittently, and the cutter and attachment assessment failed. The device was taken apart and it was observed that there was medical debris, blood residue, and corrosion in the burr lock assembly. It was determined that this caused the failure. The stainless steel springs that allow the locking tabs to move in and out were attacked by the cleaning agent which caused them to break down and crumble. Since the springs were no longer functioning the locking tabs could not function as designed. The assignable root cause was determined to be due to improper cleaning, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the handpiece device was heating up. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.